Event description:
As reported, a 5f exoseal vascular closure device (vcd) was used to seal the puncture site. When the indicator turned fully black and the device was withdrawn after a brief pause, part of the closure plug remained inside the delivery shaft and was pulled out of the body together with the device. Hemostasis was achieved with manual compression. There was no reported injury to the patient. The patient underwent a standard femoral artery coronary angiography. The exoseal vascular closure device (vcd) was stored and prepared according to its instructions for use. A retrograde approach was used, and a non-cordis sheath was utilized. Angiography confirmed suitability of the femoral artery, including correct sheath insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no significant plaque was seen near the puncture site, and the femoral artery appeared generally healthy. No calcium, stent, or significant stenosis was present near the puncture site. No resistance was encountered during device advancement, and connection with the sheath was not difficult. The vcd was securely locked, and pulsatile flow was observed in the bleed-back indicator. The device and sheath were retracted together until pulsatile flow decreased and the indicator window turned solid black, and the indicator window showed no red color. The deployment button fully depressed without requiring excess force, and the device and sheath were removed together as a single unit within 1¿2 seconds after button depression. The device will be returned for the evaluation.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) was used to seal the puncture site. When the indicator turned fully black and the device was withdrawn after a brief pause, part of the closure plug remained inside the delivery shaft and was pulled out of the body together with the device. Hemostasis was achieved with manual compression. There was no reported injury to the patient. The patient underwent a standard femoral artery coronary angiography. The exoseal vascular closure device (vcd) was stored and prepared according to its instructions for use. A retrograde approach was used, and a non-cordis sheath was utilized. Angiography confirmed suitability of the femoral artery, including correct sheath insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no significant plaque was seen near the puncture site, and the femoral artery appeared generally healthy. No calcium, stent, or significant stenosis was present near the puncture site. No resistance was encountered during device advancement, and connection with the sheath was not difficult. The vcd was securely locked, and pulsatile flow was observed in the bleed-back indicator. The device and sheath were retracted together until pulsatile flow decreased and the indicator window turned solid black, and the indicator window showed no red color. The deployment button fully depressed without requiring excess force, and the device and sheath were removed together as a single unit within 1¿2 seconds after button depression. One non-sterile exoseal vascular closure device (5f) was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed or reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. The indicator window then reached the black/white/red position as intended. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit per procedure and the results were within specification. A high-magnification microscopic evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not observed through analysis of the returned device as the device was returned with the deployment lever not depressed and the plug in its manufactured position. Functional analysis was performed with full depression of the deployment lever achieved, full transition of the indicator window, indicator wire retraction, and plug deployment. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the partial deployment event reported since the returned device did not match the event description. It was reported that the deployment button was fully depressed and the plug was partially deployed; however, the device was received with the deployment button not depressed and the plug in its manufactured position. Since the device passed functional analysis and there were no anomalies noted to the device, it is unknown what issue the customer may have experiencing with this product. It should be noted that since the deployment lever of the received device was not depressed, it is expected that the plug would not be deployed from the unit. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was used to seal the puncture site. When the indicator turned fully black and the device was withdrawn after a brief pause, part of the closure plug remained inside the delivery shaft and was pulled out of the body together with the device. Hemostasis was achieved with manual compression. There was no reported injury to the patient. The patient underwent a standard femoral artery coronary angiography. The exoseal vascular closure device (vcd) was stored and prepared according to its instructions for use. A retrograde approach was used, and a non-cordis sheath was utilized. Angiography confirmed suitability of the femoral artery, including correct sheath insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no significant plaque was seen near the puncture site, and the femoral artery appeared generally healthy. No calcium, stent, or significant stenosis was present near the puncture site. No resistance was encountered during device advancement, and connection with the sheath was not difficult. The vcd was securely locked, and pulsatile flow was observed in the bleed-back indicator. The device and sheath were retracted together until pulsatile flow decreased and the indicator window turned solid black, and the indicator window showed no red color. The deployment button fully depressed without requiring excess force, and the device and sheath were removed together as a single unit within 1¿2 seconds after button depression. The device will be returned for the evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was used to seal the puncture site. When the indicator turned fully black and the device was withdrawn after a brief pause, part of the closure plug remained inside the delivery shaft and was pulled out of the body together with the device. Hemostasis was achieved with manual compression. There was no reported injury to the patient. The patient underwent a standard femoral artery coronary angiography. The exoseal vascular closure device (vcd) was stored and prepared according to its instructions for use. A retrograde approach was used, and a non-cordis sheath was utilized. Angiography confirmed suitability of the femoral artery, including correct sheath insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no significant plaque was seen near the puncture site, and the femoral artery appeared generally healthy. No calcium, stent, or significant stenosis was present near the puncture site. No resistance was encountered during device advancement, and connection with the sheath was not difficult. The vcd was securely locked, and pulsatile flow was observed in the bleed-back indicator. The device and sheath were retracted together until pulsatile flow decreased and the indicator window turned solid black, and the indicator window showed no red color. The deployment button fully depressed without requiring excess force, and the device and sheath were removed together as a single unit within 1¿2 seconds after button depression. The device will be returned for the evaluation.